Event description:
It was reported that the device was in use with patient for infusion of remodulin for treatment of primary pulmonary hypertension. The reporter stated the device gave an alarm with no message displayed on the screen. No adverse effects to patient reported.